Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged following a post-implant balloon aortic valvuloplasty (bav). The temporary pacemaker lost capture during balloon inflation which resulted in the balloon and device getting ejected from the annulus. The device was snared and left in the ascending aorta. Another valve was attempted and dislodged at 1/3rd deployment and was subsequently snared up into the ascending aorta. A third valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This report is for the first valve implant and dislodgement. The device remains implanted, therefore no product analysis can be performed. Conclusion: potential factors that can influence a dislodged valve include inadequate deployment (due to improper sizing between valve and annulus, irregular patient anatomy or incomplete frame expansion), tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of other factors, but a root cause could not be established from the information available. (B)(4).